Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified, moderately tortuous, 80% stenosed lesion during removal causing the reported stent dislodgement with unexpected medical intervention and device embedded. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 80% stenosed, in-stent restenosed (isr) lesion in the left anterior descending (lad) artery. The 3.5x15mm xience skypoint drug eluting stent (des) was advanced to the lesion, but after deciding additional pre-dilatation was needed, an attempt was made to remove the des from the anatomy, under fluoroscopy and without any resistance, but the stent dislodged from the delivery system and was stuck in the restenosed area. An unspecified balloon was advanced and inflated to embed the stent in the restenosis where it had dislodged. Another skypoint des was used to stent the target lesion without issue to successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.